Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that following replacement of the monitor for the navigation system, functionality was restored. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The monitor of the navigation system was returned to the manufacturer for analysis. The monitor was found to intermittently lose display functionality when loading an exam on a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A manufacturer representative reported that, while outside of a procedure, the monitor of the navigation system lost display functionality temporarily. There was no patient present when this issue was identified. No additional information was provided.